Event description:
It was reported that the patient was seen for a follow-up. An increase in capture threshold was noted on the right ventricular (rv) lead. The patient was not symptomatic. An x-ray was performed and was inconclusive. The patient presented to the electrophysiology (ep) on (B)(6)2025. The rv lead was explanted and discarded by lab staff, and a new rv lead was implanted. The physician attributes the issue of increased threshold is due to patient anatomy. After a review of the x-ray, the physician believed there was likely a micro dislodgement due to the patient¿s anatomy and preferred to implant a new lead rather than repositioning the lead for better maneuverability. The patient was stable before, during, and after the procedure.